Event description:
(B)(4). Event occurred in (B)(6). The patient reported a defective infusion set in which the tubing came apart at the quick release. This happened when the patient was inserting the infusion set. The site location was patient's abdomen and the pump was worn on her breast. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.